Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, upon initial inflation, the balloon ruptured immediately. The device was removed without any problem and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition after the procedure.